Event description:
It was reported that during a feeding device placement procedure, the surface of the wire was allegedly found peeled. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one blue insertion wire, one dilating tip of the gastrostomy tube, one sheath and one introducer needle were returned for evaluation. Visual and microscopic visual evaluations were performed. The investigation is confirmed for deformation due to compressive stress and peeled wire as several kinks and peeling of the coating were noted to the blue insertion wire and fragments of the coating were found within the distal tip of the introducer needle. The sample was returned with the guidewire inserted through the introducer needle. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 12/2021). Device pending return.

Event description:
It was reported that during a feeding device placement procedure, the surface of the wire was allegedly found peeled. There was no reported patient injury.